Event description:
A nihon kohden lifescope g7 physiologic monitor experienced an unexpected screen lock in the operating room on (B)(6) 2025, which can impair the clinician's ability to monitor patient vital signs. This has occurred multiple times at our hospital since opening in (B)(6) 2023. It occurred again on (B)(6) 2025 during an urgent cesarean section. There are at least 5 or 6 other times this has happened, and there is no apparent remedy other than using a remote control to reboot the monitor. We have a different model (lifescope g9) monitors in all our other facilities with no reported issues since 2017. No patient has been injured or suffered an adverse outcome due to these glitches, but there is a potential for adverse outcomes in particular scenarios.